Event description:
It was reported that after a permanent spinal cord stimulation (scs) implant procedure, the patient gained only marginal improvement, in pain reduction compared to the 70 percent improvement that the trial provided. Therefore, the patient underwent a lead revision procedure where the lead was repositioned to achieve l5 coverage. Intraoperative testing demonstrated approximately 70 percent coverage of the patients painful area and the electrode was then re-anchored and reconnected. Postoperative programming was performed; however, the l5 electrode provided minimal coverage of the patients painful region. Programs were created; however, the additional programming did not fully resolve the issue, and coverage remained limited. Further programming is planned.